Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 2.1 had failed and was unable to recover. The customer stated that this malfunction had caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, june 11th 2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 2-1 drawer controller board had failed and no lights on interface. A field service engineer replaced the controller boards and updated firmware to resolve the issue. The system functioned as intended after the field service engineer repaired the device.